Event description:
During hemodialysis, patient's blood pressure declined, and she became unresponsive, leading to a code blue and subsequent resuscitation. She was transferred to ICU but remained hemodynamically unstable, requiring high-dose vasopressors. The norepinephrine infusion pump suddenly alarmed due to air in the line. The line was visually inspected and the air in line alarm appeared to be inappropriate. Despite multiple attempts to clear the alarm, nurse exceeded the maximum restart attempts for the pump. During this time, the patient's heart rate and blood pressure decreased significantly, requiring an emergency epinephrine push to stabilize her hemodynamics temporarily. This incident added to the patients instability. The patient later had an additional cardiac arrest unrelated to the IV pump issue, and died.